Manufacturer narrative:
(B)(4). The site has indicated that this forcefx generator will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during on-site testing of a forcefx generator, it was found that when the user erroneously plugged the two individual pigtail plugs of a covidien e0509 disposable bipolar cord into two of the monopolar receptacle holes on the unit, an inadvertent activation occurred. When the tines of the unknown bipolar handpiece were touched together (without any tissue), the device activated on its own. The site recognizes that the generator did not malfunction, and has indicated that they are resolving this issue by changing to bipolar cords with a molded plug which does not fit into the holes of the monopolar receptacle.